Manufacturer narrative:
D.4. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd totalys slideprep, there was a lid/latch failure on the connected hettich centrifuge before use. The lid could not stay open on its own and was free-falling. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that while using bd totalys slideprep, there was a lid/latch failure on the connected hettich centrifuge before use. The lid could not stay open on its own and was free-falling. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The complaint alleges the slideprep instrument (catalog number 491346 and serial number (B)(6)) had a centrifuge lid issue. Customer reported centrifuge lid will no longer stay open, faulty lid hydraulic system. The customer advised no one was hurt or injured. Service communicated to the customer all spare parts are discontinued for this model centrifuge and the gas springs cannot be replaced. Customer is currently not using this older model centrifuge and have another model centrifuge they currently are operating. This complaint is a confirmed failure of the instrument, and the root cause can be attributed faulty centrifuge gas springs. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were available, and no returned material investigation could occur. Bd quality will continue to monitor trends associated with the failure mode described in this complaint.